Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2014 with the following findings:the pump powered on with a display screen that was noted to be dim and discolored. The pump battery and cartridge caps were not returned with the pump for testing. Test caps were used for the testing process.